Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient. It was indicated that there was a device malfunction. The patient reported that they could not feel stimulation and were advised to raise stimulation to a comfortable level. The patient noted that they received a cannot provide your desired setting error. It was indicated that troubleshooting was unable to resolve the issue and the patient noted that a manufacturer representative (rep) was supposed to be contacting them regarding the issue. Additional information as received from the patient on 2017-apr-08 and 2017-apr-09. The patient reported that device was still not working. No further complications were reported or were expected. Additional information from the manufacturer representative (rep) reported they instructed on how to change the batteries. The rep noted per the patient the external neurostimulator (ens) batteries were no longer working. The patient noted she felt stimulation now, but more superficial. The rep stated the patient suspected she may have pulled the leads. It was noted the patient¿s healthcare professional (hcp) was informed and the patient was scheduled for a follow up at the hcp office. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889, product type: lead.

Event description:
Additional information was received from a rep. It was reported that, to the rep's knowledge, the issue was resolved and the patient moved forward with the permanent implant. They had more than 50% symptom improvement.